Manufacturer narrative:
Occupation: reporter is a synthes employee. Service & repair evaluation: during service and repair evaluation, the technician reported the device failed in calibration. Torque test failed is the reason for repair. The cause of the issue is unknown. The item will be repaired per the inspection sheet and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. Service & repair history: the previous service event for part number 03.641.004 with lot number(s) h236306-06 has been reviewed. The customer called in a service request for this item for failed calibration. The item was previously returned for service due to failed calibration. The previous service condition of failed calibration is relevant to the current complained issue of failed calibration. The manufacture date of this item is april 1, 2017. The service history review is confirmed. The device was deemed serviceable and will be returned to the customer. No design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing at service and repair on (B)(6) 2019, a socket wrench for vertical expandable prosthetic titanium rib (veptr) nut failed in calibration. There was no patient involvement. This report is for a socket wrench for veptr nut. This is report 1 of 1 for (B)(4).